Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient developed polymorphic ventricular tachycardia which triggered ventricular tachycardia and fibrillation during index hospitalization for ventricular assist device (vad) implantation. Of note, the etiology was likely related to right ventricle (rv) failure post-implant. It was further reported that the polymorphic ventricular tachycardia that settled into monomorphic ventricular tachycardia (mmvt) rate that lasted over eighteen minutes and was ultimately cardioverted. The patient received intravenous (IV) magnesium and amiodarone bolus and remained stable from a rhythm perspective. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias is a known potential complication associated with the implantation of a vad. Based on the reported medical history for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient developed polymorphic ventricular tachycardia which triggered ventricular tachycardia and fibrillation during index hospitalization for ventricular assist device (vad) implantation. Of note, the etiology was likely related to right ventricle (rv) failure post-implant. It was further reported that the polymorphic ventricular tachycardia that settled into monomorphic ventricular tachycardia (mmvt) rate that lasted over eighteen minutes and was ultimately cardioverted. The patient received intravenous (IV) magnesium and amiodarone bolus and remained stable from a rhythm perspective. The vad remains in use. No further patient complications have been reported as a result of this event.